Manufacturer narrative:
Zoll medical UK evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the activity log does show the device turned to sync mode and prompted no qrs detect/change leads message which suggests the device was in sync mode and could not detect an r wave. The user then pressed the lead button multiple times. The device will not allow a discharge during cardioversion if it cannot detect a discernable r wave and may appear to the end user the buttons are unresponsive. It is noteworthy to mention the electrode pads used at the time of the event and clinical data were not returned for evaluation, without the clinical data we cannot firmly establish root cause. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal. Complainant indicated that during subsequent testing the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.